Event description:
Pt passed away. Pt had a very rare breast sarcoma called cystosarcoma phylloides. Implants were a single shell and the surgeon had to deliberately mix a water-based solution with a silicone gel mixture within a single shell silicone envelope. Rptr is trying to locate anyone who may have also had this type of implant. Rptr believes that pt died because of these implants. Pt never got to enjoy retirement years. Rptr started to look for info back in 1998.